Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.

Event description:
The customer reports post implant, the band worked fine for six months. In approximately (B)(6) 2010, the patient began to experience vomiting and abdominal pain. The patient went to the ER. An x-ray detected that the band had slipped. The slippage was corrected the next day. The patient stated that she felt fine afterwards. One month after the band slippage correction, during the band adjustment, 3ccs were placed in the band. Per the consumer restriction was not achieved. Consumer stated she was able eat anything she wanted. Three months later, the patient went in for a band adjustment and the nurse could not locate the port or aspirate anything. The surgeon attempted to fill the band but could only aspirate a few drops. The patient was then sent for a fill under fluoroscopy. The fluid was going into the abdomen as it was injected. Per the surgeon, it wasn't the band it was the port. It was determined there was a crack in the top of the port. Per the patient, the tubing was connected to the port. The port was revised on (B)(6) 2011. The patient is currently fine.